Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an e117 alarm. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to a failure in motherboard, error code e117 is displayed, due to a failure in dimm, error code e116 is displayed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error code number e117 was caused due to the failure of the motherboard. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.